Manufacturer narrative:
This serves as a correction to sections: expiration date, device mfg date. These sections were incorrectly documented in the initial MDR report.

Event description:
A family member called adc on behalf of ((B)(6)) customer and reported that customer¿s adc freestyle libre sensor received a "start a new sensor" error message on the same day of application. It was further reported the customer experienced symptoms described as ¿sweating, softness, drowsiness¿ and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia and administered insulin (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the libre sensor and sensor kit indicated by the serial number provided by the customer. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A family member called adc on behalf of ((B)(6)-year-old child) customer and reported that customer¿s adc freestyle libre sensor received a "start a new sensor" error message on the same day of application. It was further reported the customer experienced symptoms described as ¿sweating, softness, drowsiness¿ and was unable to self-treat. The customer had contact with a healthcare professional and was diagnosed with hyperglycemia and administered insulin (dose unknown) for treatment. There was no report of death or permanent impairment associated with this event.